Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio alerts. There was no report of any injury or medical intervention at the time of contact with dexcom technical support.